Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The test strip lot number was 64708121 with an expiration date of 31-mar-2024. The returned meter was tested using retention strips and retention controls. Level 1 testing results (qc range = 1.0 - 1.4 inr): qc 1: 1.2 inr. Level 2 testing results (qc range = 2.3 - 3.5 inr): qc 2: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The obtained qc values were observed in the meter's memory. No meter memory issues were observed. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
A display check was complete with no missing or faded segments. The customer confirmed he could read the results in meter memory without issue. The reporter's meter was provided for investigation. The customer's alleged result of 4.6 inr on (B)(4) 2023 was not observed in the meter's patient result memory. All other alleged results were observed in the meter's patient result memory. The investigation is ongoing.

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(6). The customer alleged he received a result of 4.6 inr. The meter memory was reviewed and no 4.6 inr was present. The customer alleged he had tested three times. The meter memory contained: 11:12 am: 2.9 inr, 11:57 am: 2.8 inr, 1:08 pm: 2.8 inr. The therapeutic range was 2.0-3.0 inr and the customer tests monthly.